Event description:
It was reported that the rv lead was explanted due to high lead impedance. No patient complications were reported as a result of this event.

Event description:
It was reported that the rv (right ventricular) lead was explanted due to high lead impedance. Further information received with the device indicates that there were inappropriate shocks due to noise. A lead fracture was suspected. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead in segments returned.